Manufacturer narrative:
Event date is approximated. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was a damaged spine clamp. It was indicated the spine clamp fell apart during a procedure with pieces falling into the patient. There was no impact to the patient outcome and no delay due to the reported issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.